Event description:
A caller reported a malfunction on their pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support provided assistance in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact customer support again if the issue reappeared.